Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection. Pump also received with cracked case behind the pump near the battery compartment. (B)(4).

Event description:
Customer reported via phone call that insulin pump was turn off at pool. The customer¿s blood glucose level was 106 mg/dl at the time of the incident. Customer also stated that battery compartment of insulin pump had crack. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.